Manufacturer narrative:
Other relevant device(s) are: product: 9733065 - traj guide kit, 9733065, biopsy, ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that while they were removing the navigus base, one of the screws sheared in half. This portion was left in the skull and marked as an implant. There was less then an hour delay to the procedure. There was no reported impact on the patient¿s outcome.